Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. It should be noted that the customer reported wearing sensor on leg, which is off-label use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre sensor. The customer reported experiencing dizziness and loss of consciousness. The customer had contact with a healthcare professional, a healthcare meter reading of 63 mg/dl was obtained as compared to a scan of 380 mg/dl, and the customer was treated with fruit juice. There was no report of death or permanent injury associated with this event.